Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the placement signal issue has been completed. The failure mode was changed from placement signal issue to optical signal issue because the complaint pump is a cp. There is no dp sensor on a cp, only an optical sensor. Data logs were reviewed, and roughly 30 minutes into the case, the "placement signal not reliable" alarm triggered. None of these optical parameters resolved for the remainder of the case. Based on clinical details, this loss of optical signal occurred immediately after an interaction with shockwave lithotripsy. The root cause of the optical signal issues was determined to be a damaged optical sensor due to shockwave interaction. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella cp pump was implanted to support a patient with acute myocardial infarction and cardiogenic shock. During support, placement signal unreliable were observed. Despite this issue, the pump remained operational until weaning and explantation. No patient harm was reported.